Event description:
It was reported through clinic notes that the patient had a severe coughing fit related to stimulation one day. The parents taped the magnet over the generator and the coughing stopped. The patient went to the ER and the device was disabled. The patient's battery status was found to be 11-25% remaining. X-rays showed no problems with the lead. The physician indicated that the patient tolerated the vns on at much lower settings. The physician described the event as the "vns malfunctioning" he then noted that he assumed that the low battery state of the generator is causing variability in function so the next best step would be generator replacement. Note that this patient's generator model should provide therapy until it pulse-disables itself at end of service condition. No known surgical intervention has occurred to date. No further relevant information has been received to date.

Event description:
The generator was replaced prophylactically and returned for analysis. Product analysis was completed on the returned generator. The generator was monitored for 24 hours in a simulated body temperature environment. The generator provided the intended output current for the entirety of the monitoring period. A comprehensive electrical evaluation showed that the device performed according to functional specifications. No anomalies were identified.